Manufacturer narrative:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. H3 other text : good faith effort was made to obtain additional info associated with this evaluation, but attempts have been unsuccessful.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the therapy connector was defective and must be replaced. There was no patient involvement.